Event description:
Additional information received reported that the outcome was resolved without sequelae on 2013 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v514031, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapy. The stimulator turned off, the patient had a loss of stimulation and return of symptoms. Intervention involved turning the device back on. The event was considered resolved without sequelae.